Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a lcr regarding a patient having l5-s1, l4-l5, l3-s1 spinal therapy. It was reported that on (B)(6) 2017 at (B)(6) medical center, the patient had spinal surgery on lower lumbar area l5-s1, l4-5 & 23-s1 with titanium screws and metal rods. Post-op on (B)(6) 2017 & (B)(6) 2018, the patient complained dr. That the patient had limited mobility with lower back and bending forward, sitting down for long periods and standing. Acute pain while using the bathroom and seeing blood on toilet paper after bowel. Numbness in right feet and toes very often and pain in lower lumbar area. On (B)(6) 2018 while trying to go to bed, the patient heard a crack in lower lumbar area and could not move around for about 4 days.  On (B)(6) 2018 the patient was taken to for MRI and x-ray and told that few screws were broken and need to be replaced with surgery fix it in lower lumbar region. The patient reported stress, pain and irreversible damage from hardware failure and an additional surgery to fix the damage to the lower lumbar region. The patient often have anxiety attacks about not being able to enjoy sports and having a personal relationship. It is unknown whether the patient had revision surgery or not. There were no further complications reported regarding the event.